Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 452 mg/dl. The customer was in pain and had just eaten dinner. The customer treated their high blood glucose with the insulin pump. The customer's current blood glucose level was 287 mg/dl. Troubleshooting was performed. The customer declined to check for air bubbles and possible site issues. The customer declined to perform the high pressure test and stated that the high blood glucose was because she did not give herself insulin until after dinner. The device will not return for analysis.